Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) was attempted to be connected to a competitor left ventricular (lv) lead, but the lead was unable to be inserted into the connector of the device. It was noted a screwdriver was inserted into the screw hole to evacuate the air and physiological salt solution was applied to wet the connection; however, the lead was still unable to be inserted deeper into the cavity. In addition, high lv pacing impedance measurements were observed with certain polarities at the attempted connection and the physician suspected a connection issue with crt-d and competitor lead. The physician chose to replace the device with a competitor device and a new competitor lead, which was implanted. No patient complications have been reported as a result of this event.